Manufacturer narrative:
The device remains implanted. Reprogramming of the device was recommended, however no further updates have been received at this time. This report will be updated upon receipt of additional information regarding this event.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the data from the device, and determined the likely cause for the increased consumption of the battery was a combination of high rate atrial sensing, and the sam patch (software upgrade). No changes have been made at this time. The device remains implanted and no adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. Technical services reviewed the data from the device, and determined the likely cause for the increased consumption of the battery was a combination of high rate atrial sensing, and the sam patch (software upgrade). No changes have been made at this time. The device remains implanted and no adverse effects were reported.